Manufacturer narrative:
(B)(4). The film evaluation results are: a review of returned CT¿s 20 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest right renal artery. The proximal stent graft od measured 30 x 31mm, and there was approximately 1cm of proximal seal length. The proximal neck was essentially straight. The bifurcate was positioned on the right side and extended with another limb into the right common iliac artery, and the contra limb was placed distally into the left common iliac artery. The stent graft was patent and the limbs were not noticeably angulated, kinked, or compressed. The max diameter aaa measured 8.8cm and there was contrast seen outside the stent graft. The contrast was observed beginning along the posterior wall of the aaa near the top of the sac and extended into the right side of the mid-sac near the right/ipsi limb, from the level of the flow divider to the top of the junction with the ipsi limb and ipsi extension. There was approximately 3cm of overlap between the ipsi limb and limb extension. The exact source and type of endoleak could not be determined. A possible type ii from a lumbar artery was seen feeding the proximal sac. The was calcification seen along the wall of the aaa; however; no appreciable calcification was seen near the ipsi limb which was unsupported as it tracked distally within the aaa sac. No other stent graft issues were observed. The exact cause and type of endoleak could not be determined from the images provided. The anatomy at implant and earlier follow-up images were not available for review and comparison. There is a possible type ii lumbar endoleak seen feeding the sac. There may also be an additional type iii fabric or type iii junctional endoleak coming from the bifurcate ipsi limb near the top of the limb junction. However, analysis of the returned films did not reveal any characteristics that could explain the observed endoleak and there appeared to be adequate ipsi limb overlap. Films during and post-intervention which relined the ipsilateral limb were not available for review.

Event description:
An endurant ii stent graft system was implanted in patient for a 80 mm abdominal aortic aneurysm. It was reported that an unknown endoleak was observed during follow up . The physician implanted an 16x16x93 endurant limb and relined the ipsilateral limb, resolving the event. Per the physician, the cause of the unknown endoleak was unknown. No additional clinical sequelae was reported and the patient is fine.